Manufacturer narrative:
Analysis was normal. No anomaly was found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the system was explanted and replaced due to hematoma and infection. The physician suspects that the cause of the infection was due to recently revised lead. The patient is in stable condition.